Event description:
Reportedly, dtr files showed no ventricular capture during the ventricular threshold tests on (B)(6) 2025.

Manufacturer narrative:
The review of data provided confirmed the reported issue: there is loss of ventricular capture during the implantation on (B)(6) 2025. On (B)(6) 2025, the ventricular lead the subject lead is still implanted and was initially connected to the device teo dr s/n (B)(6) on (B)(6) 2025 and disconnected on (B)(6) 2025 and then connected to the device teo dr s/n (B)(6) on (B)(6) 2025. Data from (B)(6) 2025 and (B)(6) 2025 from the device teo dr s/n (B)(6) were provided. The investigation of the data provided from (B)(6) 2025 (implantation) shows normal electrical measurements on the ventricular lead despite ventricular pacing threshold tests that could have been performed before the proper connection of the subject lead to the device. The investigation of the data provided from (B)(6) 2025 shows normal ventricular electrical measurements. The ventricular impedance is good, in normal range, a bit spread. Marker chains have been recorded for atrial runs and av block episodes and all show normal sensing and normal pacing functions. Since the lead is still implanted, no further investigation can be performed, and it is recommended to monitor the ventricular lead impedance during the next in-clinic follow-ups. No general malfunction is suspected on the subject lead. This case is retained and utilized for trending purposes.

Event description:
Reportedly, dtr files showed no ventricular capture during the ventricular threshold tests on (B)(6) 2025.